Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service representative checked the water and unit filter, the pump pressure, and the rinse mechanism volumes. He flushed a valve with bleach and water and found the naoh was not dispensing. He replaced a vacuum line to the vessel, primed the system, cleaned and checked the ultrasonic mixers and the frequency, changed the cuvettes, and ran a blank cell measurement. He performed a hardware check and a precision for verification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable iron2 results for 1 patient sample on a cobas c 311 analyzer. The initial result was 6 ug/dl. The repeated result was 62 ug/dl. The results were not reported outside of the laboratory. The reagent lot number is 57023201 with an expiration date of 31-aug-2022.